Manufacturer narrative:
Concomitant products: addr01 ipg; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their old smartwatch tracking was telling them that the pacemaker wasn't functioning and that their doctor determined that the wire broke in their chest. The implantable pulse generator (ipg) and right atrial (ra) lead were explanted and replaced. No patient complications have been reported as a result of this event.